Manufacturer narrative:
A2: age at time of event: above 18 years and older. Device evaluated by MFR.: the device was returned for analysis. A stent delivery system (sds) was returned for analysis without the proximal shaft region including the manifold. The proximal part including the manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands the crimped stent outer diameter was measured and the result was maximum crimped stent profile measurement. The crimped stent length was measured and the result was within maximum crimped stent profile measuremen. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break of the shaft polymer extrusion in the port bond region measured at 26.5 cm proximally to the distal end of the tip. The product mandrel was also returned inserted in the device with a stent protector partially covering the stent. The stent protector was partially removed in a distal direction and stuck on the distal loop of the product mandrel. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal end of the left circumflex artery. A 32 x 3.50mm promus premier drug-eluting stent was selected for use. However during preparation, it was noted that the shaft fractured 115cm from the hub. The device was completely removed from the patient body without any intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal end of the left circumflex artery. A 32 x 3.50mm promus premier drug-eluting stent was selected for use. However during preparation, it was noted that the shaft fractured 115cm from the hub. The device was completely removed from the patient body without any intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.